Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The edwards sapien 3 and sapien 3 ultra transcatheter heart valves are indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 and/or sapien 3 ultra valve in a native tricuspid valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 and sapien 3 ultra valves in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve sizing) likely contributed to the post deployment pvl observed with the initial valve. Deployment of the second valve corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 26mm sapien 3 ultra valve and a 29mm sapien 3 valve were used for an off-label native tricuspid valve replacement procedure. Discussion of which size valve should be used occurred prior to the procedure. Due to the size of the native tricuspid valve, a 29mm sapien 3 valve was recommended; however, based on the recommendation of another surgeon, a 26mm sapien 3 ultra, prepared with an addition 4cc of volume. Was used. Post deployment of the 26mm sapien 3 ultra valve, paravalvular leak (pvl) was observed around the valve. The decision was then made to deploy a 29mm sapien 3 valve in the initial 26mm valve. The pvl was corrected. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.